Event description:
Medication safety clinical nurse reported "hung cisplatin ivpb and once started, noticed was backpriming into the il ns bag even though that was hanging lower than pb. Switched out all new tubing. Swapped tubing and monitored to ensure was functioning properly with new tubing." There was no report of patient harm or medical intervention. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be returned for evaluation.